Event description:
A stone basket was being used to remove a kidney stone, but broke during the procedure. We attempted to use four different baskets, but all malfunctioned when used. Finally, the staff decided to use a different product.